Event description:
A customer contacted beckman coulter inc. (Bci) regarding erroneously low sodium (na) results generated by the unicel dxc 800 pro synchron clinical systems for multiple samples. The initial results in the range of 130-133mmol/l were reported out of the lab. The low results were noted by the operator and the original samples were re-tested. The repeated na results were higher and amended reports were issued. The customer has not received any report of patient injury requiring medical intervention or change to patient treatment attributed to or connected with this event.

Manufacturer narrative:
The ise system is calibrated and qc is run 3 times each day. Prior to the event, qc results were within the lab's established ranges. A field service engineer (fse) was dispatched: the fse decontaminated the flow cell tubing and replaced the ise reagents. A clear root cause for this event has not been determined. A malfunction will be assumed for the purpose of this report.